Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing. The customer¿s blood glucose level was a little over 300 (mg/dl). Reportedly, the customer's bg level was 223 mg/dl at the time of the reported event. The customer was able to successfully prime all the air bubbles, and resumed insulin therapy.